Manufacturer narrative:
No sample was returned for evaluation. Manufacturing review of the proxicor for cardiac tissue repair device history record could not be completed as no model or lot numbers were reported. The instructions for use (IFU-art-20700a) provided with the finished proxicor ctr device lists the indications for use as an "intracardiac patch or pledget of tissue repair (i.e. Atrial septal defect, ventricular septal defect, etc.) And suture-line buttressing." Under the "warnings and precautions" section of the IFU, it states that "this material has not been extensively tested in the systemic arterial circuit." Per the "indication for cormatrix patch use" delineated in table 1 of the publication, the proxicor product was used to create an enlargement of the aortic arch. This is not an intracardiac patch because the aortic arch is outside the cardiac structure. It is considered a part of the "systemic arterial circuit." Therefore this event is considered an off-label application of this product. The IFU further lists "stenosis," "calcification," "acute or chronic inflammation," and "undesired remodeling (including poor tissue integration, excessive scar tissue formation)" as potential complications associated with use of the proxicor for cardiac tissue repair device. The authors expressed that the histology reports of the explanted devices did not demonstrate expected resorption of the aziyo proxicor for cardiac tissue repair (extracellular matrix) material but instead showed chronic inflammatory reactions, leading to calcification. It is noted that the patch is outside of the cardiac structure so would likely have been subject to higher pressure gradients than tested and approved for this product. This could have impacted the performance of the patch and the ability of the tissue to remodel.

Event description:
Post market surveillance review of publication entitled, "histological analysis of failed submucosa patches in congenital cardiac surgery" (asian cardiovasc thorac ann. 2019 jul;27(6):459-463) was reviewed and summarized as follows: this was a retrospective study involving 4 patients (9 months to (B)(6) years of age), who underwent reoperation due to early patch failure (failure between 69 to 553 days). Explanted patch material from the 4 patients was sent for histopathological evaluation. This MDR will cover patient #4 listed in table 1 of the article. Subsequent mdrs will be filed for the other three cases. While the focus of the publication was on the histological findings post-explant, the need for reintervention and explantation will be described in this report. Patient #4 underwent "patch enlargement of aortic arch." The patient experienced the failure mode of "restenosis of the aortic arch" and had the patch explanted at 69 days post-op.